Event description:
It was reported that the patient's mother called and reported that one of the rechargeable batteries was leaking a strange substance.

Manufacturer narrative:
The device was requested to be returned to med-el for investigation. As per the patient's audiologist, the patient's mother was instructed to make sure to return all the equipment, but apparently threw the battery away. Potential for serious injury, even though did not happen in this case.